Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), dizziness, light headedness, headache, and a loss of consciousness causing customer to fall down stairs. Cause of low bg level was unknown. Bg was treated with sugar tablets. Reportedly, customer left the ER 1 hour later. No additional information was provided.